Event description:
The physician attempted to implant a resolute integrity drug eluting stent in the cx. During the procedure the stent struts became flared. Device was discarded.

Manufacturer narrative:
Results and conclusion: failure to deliver the stent and stent deformation. Device or procedural images not provided for review. (B)(4).